Event description:
It was reported via repair work order that the zoom function was intermittent due to a worn communication cable and allegedly two caregivers hurt their backs while pushing the bed. No additional information has been provided pertaining to the alleged injuries.